Event description:
It was reported that at a routine follow-up appointment, the physician noted that the device had declared a signal artifact monitoring (sam) episode which disabled the minute ventilation (mv) feature. Additionally, the right ventricular (rv) pacing impedance measurement had increased to >3,000 ohms which resulted in a lead safety switch (lss) from bipolar to unipolar sensing. Due to this lss, the device over-sensed rv lead noise and declared several inappropriate non-sustained ventricular tachycardia (nsvt) episodes, as well as a vt episode. This over-sensing subsequently inhibited pacing during some of these episodes, but no adverse effects were reported. The physician performed provocative maneuvers and the rv lead noise was reproducible. Additionally, loss of capture was observed. Boston scientific technical services (ts) was contacted and recommended diagnostic imaging to assess the rv lead integrity. A lead revision procedure was also strongly recommended, but has not yet occurred. The physician reprogrammed the device output and will schedule a revision procedure. At this time, the system remains implanted and no adverse patient effects were reported.

Event description:
It was reported that at a routine follow-up appointment, the physician noted that the device had declared a signal artifact monitoring (sam) episode which disabled the minute ventilation (mv) feature. Additionally, the right ventricular (rv) pacing impedance measurement had increased to >3,000 ohms which resulted in a lead safety switch (lss) from bipolar to unipolar sensing. Due to this lss, the device over-sensed rv lead noise and declared several inappropriate non-sustained ventricular tachycardia (nsvt) episodes, as well as a vt episode. This over-sensing subsequently inhibited pacing during some of these episodes, but no adverse effects were reported. The physician performed provocative maneuvers and the rv lead noise was reproducible. Additionally, loss of capture was observed. Boston scientific technical services (ts) was contacted and recommended diagnostic imaging to assess the rv lead integrity. A lead revision procedure was also strongly recommended, but has not yet occurred. The physician reprogrammed the device output and will schedule a revision procedure. The device and rv lead were subsequently explanted and replaced to resolve the event. During the procedure, kinking of the rv lead was observed. Both products are expected to be returned for analysis, but have not yet been received. The patient was stable with no additional adverse effects.

Event description:
It was reported that at a routine follow-up appointment, the physician noted that the device had declared a signal artifact monitoring (sam) episode which disabled the minute ventilation (mv) feature. Additionally, the right ventricular (rv) pacing impedance measurement had increased to >3,000 ohms which resulted in a lead safety switch (lss) from bipolar to unipolar sensing. Due to this lss, the device over-sensed rv lead noise and declared several inappropriate non-sustained ventricular tachycardia (nsvt) episodes, as well as a vt episode. This over-sensing subsequently inhibited pacing during some of these episodes, but no adverse effects were reported. The physician performed provocative maneuvers and the rv lead noise was reproducible. Additionally, loss of capture was observed. Boston scientific technical services (ts) was contacted and recommended diagnostic imaging to assess the rv lead integrity. A lead revision procedure was also strongly recommended, but has not yet occurred. The physician reprogrammed the device output and will schedule a revision procedure. The device and rv lead were subsequently explanted and replaced to resolve the event. During the procedure, kinking of the rv lead was observed. The patient was stable with no additional adverse effects. It has been confirmed that both products are not expected to be returned for analysis.